Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a patient details and medication were not crossing over due to the critical override.the customer stated that there was a delay in dispensing medication to a patient.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was in critical override, preventing the patients' details and medication from crossing over. A technical support specialist shared the server session and noticed that the orders were now being crossed over. The system functioned as intended after the technical support specialist troubleshot the device.